Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, when specimen was put on the device, 2 bags tore and the specimen fell into the patient's cavity. Another bag was used to resolve the issue in order to complete the case. There was no patient injury.